Event description:
It was reported that a pt with an interstim ii device was experiencing shocking sensations. The lead was broken and fluid was in the battery. The ipg and lead were replaced, and the pt is doing well.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.